Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances on the right ventricular (rv) lead, measuring less tan 200 ohms. The out of range measurements intermittently occurred, and there was noise on the rv lead. The health care professional (hcp) was unable to reproduce the out of range measurements or noise. The physician elected to continue to monitor the patient/system. This ICD and rv lead remain in service. No adverse patient effects were reported.